Event description:
It was reported to boston scientific corporation that a captiflex snares device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the handle piece started falling apart, and the cautery port metal fell out. The procedure was completed with another captiflex snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached. Block h11: the returned captiflex snare was analyzed, and a visual evaluation was performed, and it was noted that the cautery pin was detached from the handle. No other problems with the device were noted. Although the device met all required manufacturing specifications and passed all controls and inspections with no abnormalities reported during the assembly process, the visual inspection of the returned unit confirmed the detachment issue. Boston scientific has initiated an investigation to further evaluate snare loops unable to cut events to determine the root cause of these events, as well as appropriate mitigation(s). Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency. Block h11: block e1 (initial reporter title) has been corrected.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on january 5, 2026. Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captiflex snares device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the handle piece started falling apart, and the cautery port metal fell out. The procedure was completed with another captiflex snare device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captiflex snares device was used for polypectomy during a colonoscopy procedure performed on an unknown date. During the procedure, the handle piece started falling apart, and the cautery port metal fell out. The procedure was completed with another captiflex snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.